Event description:
It was reported that the rpm was not displayed. A rotablator console was used for treatment. During procedure, it was noted that burr numbers were not appearing on the console, however, the dynaglide numbers appeared normally. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).